Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to the day of treatment. During the onsite visit the field service engineer (fse) replaced the application interface and performed service installation record (sir) and afterwards the device worked as intended. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a lasik procedure vertical epithelial blasting occurred. The procedure was stopped due to the uneven cutting depth. The procedure was changed to photo refractive keratectomy (prk). At first the doctor thought that there was too much anesthetic, but now thinks it might be a problem with the system or the patient interface (pi). Additional information has been requested. A healthcare professional reported that during a lasik procedure vertical epithelial blasting occurred. The procedure was stopped due to the uneven cutting depth. The procedure was changed to surface surgery. At first, the doctor thought that there were too much anesthetic, but now thinks it might be the problem with the system or patient interface. Additional information has been requested. There are two related reports for this reported event. This report addresses the laser and another manufacturer report will be filed for the report against the patient interface (pi).